Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt has experienced ketosis and hyperglycemia on two occasions due to the infusion cannula being bent. The first time, pt changed the infusion set at 11:00 a.m. And blood glucose level was okay. At 2:00 p.m., blood glucose was 500 mg/dl. Pt removed the infusion headset and noticed the cannula was bent. Pt changed the infusion set and delivered a correction bolus via the infusion device. The second time, pt used the infusion set for two days without problem. In the morning of the third day, blood glucose was 350 mg/dl and the infusion cannula was bent. Pt changed the infusion set and delivered a correction bolus via the infusion device. Infusion sets were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l details were provided.